Manufacturer narrative:
D9 - date returned to mfg: 11/18/2024. One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal, upstream occlusion seal buckling, upstream occlusion sensor. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a printed wiring assembly board (pwa). As a result, the printed wiring assembly board, upstream occlusion sensor, seal, and downstream occlusion seal, were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that the device exhibited downstream occlusion alarms when priming & starting test. The event occurred during testing. There was no patient involvement.